Event description:
Boston scientific received information of an allegation that this cardiac resynchronization therapy defibrillator (crt-d) thought to have shocked the patient while device was programmed in the off mode. Prior to implant, the device was programmed for required therapies similar to the patient's old device and then programmed from "storage" to "off" mode. Several confirmations with the zoom programmer confirmed that tachy therapy was disabled. These unexpected device shocks precipitated the patient's rhythm into ventricular fibrillation requiring external defibrillation. The device was then reprogrammed to "monitor only." After the replacement procedure, this device was interrogated and now confirmed that during the procedure the device was in "monitor and therapy" mode. Also reported, that while the device was undisturbed and programmed to "monitor only" there was recorded mode switching.